Event description:
It was reported that the user had frequent issues with the patients retaining the urine with the foley catheter in place. There were 2 occurrences with the patients. Also noted that the urine was unable to pass the bifurcation where the catheter attached to the foley tubing and was sitting in the catheter. After flushing and manipulating the catheter using a twisting motion the urine drained for a period of time. The patient required a new foley catheter non temperature sensing as the user was unable to keep the urine flow. But the user thought it appears to be the temperature sensing wire within the catheter was becoming kinked and blocking the flow at the bifurcation. Also the user concerned that this might be an issue across the facility and increased the risk for infection with the flushing and manipulation of the catheter to get it to drain. Per follow up on 04mar2021 the user stated that it was not draining past the bifurcation on either of the patient and that this happening frequently. The catheter must be manipulated and flushed to get it to drain. The patient required for the replacement of the catheters. Per additional information another patient experienced the same issue with the last week. Per follow up on 09apr2021 the customer noted that the catheter was manipulated frequently to allow the urine to flow properly.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. A potential root cause for this failure mode could be due to operator error or walls did not have enough hoop strength. It was unknown whether the device had met relevant specifications. The product was used for the diagnostics and treatment purposes. It was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "bard ez-lok sampling port (indicated by the blue stem in the port) accepts luer lock or slip tip syringes. Occlude drainage tubing a minimum of 3 inches below the sampling port by kinking the tubing until urine is visible under the access site. Swab surface of bard® ez-lok® sampling port with antiseptic wipe. Using aseptic technique, position the syringe in the center of the sampling port. Press the syringe firmly and twist gently to access the sampling port. Slowly aspirate urine sample into syringe and remove syringe from sample port. Unkink tubing if necessary and transfer urine specimen into specimen cup or follow hospital protocol. Discard syringe according to hospital protocol. Follow established hospital protocol for specimen labeling and transport to lab. Sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not resterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the user had frequent issues with the patients retaining urine with the foley catheter in place. There was 2 occurrences with patients. Noted that the urine was unable to pass the bifurcation, where the catheter attaches to the foley tubing and was just sitting in the catheter. After flushing and manipulating the catheter using a twisting motion the urine drained for a period of time. The patient required a new foley catheter, non temp sensing, as user were unable to keep the urine flowing. But user thought, it appears to be the temperature sensing wire within the catheter was becoming kinked and blocking flow at the bifurcation. Also user concerned that this might be an issue across the facility and increase the risk for infection with the flushing and manipulation of the catheter to get it to drain. Per follow up on (B)(6) 2021, user stated that it was not draining past the bifurcation on either patient and that this happens frequently. The catheter must be manipulated and flushed to get it to drain. Patients required for replacement of the catheters. Per additional information , the another patient experienced the same issue with last week. Per follow up on (B)(6)2021, customer noted that the catheter had to be manipulated frequently to allow for urine to flow properly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Corrections: d, g. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the user had frequent issues with the patients retaining urine with the foley catheter in place. There was 2 occurrences with patients. Noted that the urine was unable to pass the bifurcation, where the catheter attaches to the foley tubing and was just sitting in the catheter. After flushing and manipulating the catheter using a twisting motion the urine drained for a period of time. The patient required a new foley catheter, non temp sensing, as user were unable to keep the urine flowing. But user thought, it appears to be the temperature sensing wire within the catheter was becoming kinked and blocking flow at the bifurcation. Also user concerned that this might be an issue across the facility and increase the risk for infection with the flushing and manipulation of the catheter to get it to drain. Per follow up on 04mar2021, user stated that it was not draining past the bifurcation on either patient and that this happens frequently. The catheter must be manipulated and flushed to get it to drain. Patients required for replacement of the catheters.